Event description:
Manufacturers ref: # (B)(4)

Manufacturer narrative:
It was reported that the flow transducer test failed with the error code timeout getting expiration gain. The ventilator was investigated by our field service engineer, the issue could not be reproduced. The expiratory channel and the expiratory channel connector were mentioned as necessary to be replaced, but it has not been confirmed if the parts were replaced. The ventilator was reported to be in good condition. Since no parts were returned for investigation, the root cause of the reported issue not be determined.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).